Event description:
The customer reports that the ventilator emitted smoke. There was no pt injury. Ventilator settings available. The ventilator alarmed with low battery. The biomed evaluated the unit and found the batteries were leaking and the pc1618 board had burnt components. The customer stated that the leaking batteries are the original batteries.